Event description:
There were issues with 2.0 french vygon double lumen PICC lines leaking. Lines were removed.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: since we did not receive the faulty sample or an image showing the defect, it is not possible to investigate. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. In addition, the customer reported that the catheter was used for 14 days before the leakage occurred. We believe this issue is unlikely to be manufacturing-related, as each catheter undergoes flow and leak testing during production. Any defects that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out as part of quality control process. A two-year review of vygon USA's complaint data shows that there have been two reported complaints of leaking catheters associated with lot 23k003d, both originating from this facility. Corrective action: due to the missing sample, no further corrective action was initiated by quality management, as a root cause analysis could not be performed. Should an issue occur with our product in the future, please provide a representative photo or, preferably, return the faulty sample for evaluation.

Event description:
There were issues with 2.0 french vygon double lumen PICC lines leaking. Lines were removed.